Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 600 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was high blood glucose. Customer was treated three times and then went low of 57 mg/dl. Customer was still in the hospital. Customer was wearing the pump at time of hospitalization.